Manufacturer narrative:
A visual inspection was performed on 3 opened and used enlite sensors; unable to confirm the insertion anomaly due to the customer returned the sensor. The insertion needles were missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that four sensors were broken when they were removed. The sensors were bent and laying on top of the customer's skin. Customer's blood glucose level was 11.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.